Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during recorded episodes of atrial fibrillation (af). Additionally, it was noted that the implantable cardioverter defibrillator (ICD) failed to completely detect an arrhythmia, marking it as terminated when it was not. The ICD was reprogrammed, and the device and lead remain in use. No patient complications have been reported as a result of this event.